Event description:
The hcp reported the pt was experiencing poor pain control. A rotor test was performed and showed that the pump had stalled. The pump was explanted and replaced after an implant duration of 11 months. The pump had been infusing morphine 4 mg/ml at a daily dose of 1.0 mg. The pt outcome after the surgery was not reported.

Manufacturer narrative:
Device analysis results not available at time of this report. A follow up report will be sent when analysis is completed.